Manufacturer narrative:
The reported complaint of inability to pair post implant was confirmed. Based on the information provided, the root cause was that the customer did not perform the initial programming of device during the implant. Therefore, the support for pairing was not on as per design that in the shipped setting, the support for the remote care is off.

Event description:
New information received notes that the device technician did not interrogate the device upon implant, which did not activate the device. Upon interrogation, the device functioned appropriately and was able to pair without problems.

Event description:
It was reported that a patient presented in a non-clinical environment with loss of bluetooth low energy telemetry noted on the patient's implantable cardioverter defibrillator, and an operational issue was observed as well. No intervention or adverse patient consequences were reported.